Event description:
Healthcare professional reported right side appearance of the peri-prosthetic effusion. Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203; device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Seroma-late: unable to observe since it is a medical event and is not related to the device. Additional observations: crease is observed. Red particles were observed on the shell. Red particles were observed on the gel. Missing shell assessed as inconclusive. Missing orientation dot assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Physician reported " implant rupture" confirmed via MRI. Device remains implanted. This relates to the right side.